Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to replace the pressure regulating balloon (prb) due to it migrated and was sub-cutaneous. The patient also experienced recurring incontinence. A new 61-70 cm prb was implanted. No information about the patient's outcome was provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to replace the pressure regulating balloon (prb) due to unspecified reason. A new 61-70 cm prb was implanted. No information about the patient's outcome was provided. Additional information received. The prb was removed due to it migrated and was sub-cutaneous. The patient also experienced recurring incontinence.